Event description:
The physician intended to use an endeavor resolute rx device to treat a lesion that exhibited 95% stenosis in distal rca. The device could not pass the lesion, which had been pre-dilated. The device was prepped and inspected prior use with no abnormalities noted. The physician used another device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. No patient injury reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th and 7th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation codes: results: patient¿s condition affected effectiveness of device (target lesion exhibited 95% stenosis) inherent risk of procedure (stent deformation) deformation problem (stent) evaluation codes: conclusion: known inherent risk of a procedure (stent deformation) device failure related to patient condition (target lesion exhibited 95% stenosis) (B)(4).